Manufacturer narrative:
The reported events indicated lead dislodgment, failure to capture and failure to sense. As received, a complete lead was returned in one-piece. Visual examination found the helix was fully extended and clogged with blood/tissue. The full helix extension length was measured within specifications. The reported event of failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any other anomalies with the exception of procedural damage.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed loss of capture and loss of sensing on the right ventricular (rv) lead. The rv lead was found to be dislodged. The patient was in complete heart block. The physician elected to explant and replace the rv lead. The patient was recovering following the procedure.